Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the ptfe is still holding the two ends together. There is a kink to the hypotube 29 cm from the handle. Microscopic inspection revealed that the tip is slightly flattened. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device could no cross the lesion. The 98% stenosed, 26 mm x 3.5 mm target lesion was located severely tortuous and severely calcified right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure , it was noted that the device could not cross the lesion. The procedure was completed. No complications were reported and the patient is stable. However, device analysis revealed that the collar was separated.